Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device interrogation, algorithm did not record conduction test. Session record submitted for further investigation showed that the device was not recording the data during the test due to software issue. The patient is doing fine.